Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device went on standby during case and the surgical screen went black. The patient was awake. Staff had to turn the light source back on to continue. Case successfully completed. Slight delay in case.

Event description:
It was reported that the device went on standby during case and the surgical screen went black. The patient was awake. Staff had to turn the light source back on to continue. Case successfully completed. Slight delay in case.

Manufacturer narrative:
Alleged failure: went on standby during case and surgical screen went black. Patient was awake. Staff had to turn the light source back on to continue. Case successfully completed. Slight delay in case. The failure(s) identified in the investigation is consistent with the complaint record. Probable root cause: leaf spring issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.